Event description:
Reportedly, the resume pump alarm occurred. The customer acknowledged that they forgot to resume insulin delivery when they should have which led to an elevated blood glucose (bg) displayed as "high"; although specific value was not provided. Reportedly, customer resumed insulin therapy and elevated bg was addressed by a correction injection via manual insulin therapy.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown..